Event description:
Additional information received indicates recurring issue of myopotential oversensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were reported. There were no patient consequences.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed myopotential oversensing on the implantable cardioverter defibrillator. The oversensing was not able to be reproduced. No changes or interventions were performed; the device will continue to be monitored. There were no patient consequences.